Event description:
It was reported that during a vertebroplasty procedure at l1. The osteotome broke when the surgeon was trying to undeploy the osteotome in the cannula at the left pedicle. The broken piece remained in the cannula which was then removed from left pedicle. The surgeon made several attempts to re-insert cannula into the left pedicle, aborted due to bleeding/time constraint with cement. While the surgeon deployed cement via right pedicle, the cement leaked through the left pedicle fractures. No other patient complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.